Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the adhesion on the level sensor pad allowed the pad to come off causing the level sensor alarm to activate. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
This event occurred successively between (B)(6) 2012 a total of ten times. The other nine events are reported on the following medwatch forms: 1828100-2012-01257, 01258, 01260, 01261, 01262, 01264, 01265, 01266, 01270.